Manufacturer narrative:
Data previously reported under is to be corrected to: jrnyiibcs xlpe isrt sz7-8rt11mm;74027273/13bm05507, journey tibia base np rt sz 7; 74022217 /13am13714, jrny bcs pat resrf rd41mm std;74024841/13cm01955.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation.

Event description:
It was reported that following total knee replacement surgery patient had a knee infection and effusion. Patient was hospitalised and administered with IV antibiotics.

Manufacturer narrative:
Corrections based on additional information received.

Event description:
Patient was administered with 1g rocephin i.v.